Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; a bubble was found under the downstream occlusion (dso) gasket. The root cause unknown. The dso gasket was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Our gateway attempted to process this and ran into a connection issue on 4/5.this caused the submission to fail.our gateway attempted to process this and ran into a connection issue on 4/5.this caused the submission to fail.

Event description:
It was reported that the device exhibited a recurring low pressure alarm/air bubble in pressure sensor. There was unknown patient involvement and unknown patient harm.